Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
We are not yet sure what happened. We are waiting to speak with the pa who used the device to harvest vein so that we can get the full story.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. The c-ring/scope wash tube assembly was dislocated from the end of the c-ring wire and was returned with the device. Based on the condition of the device as found, the reported complaint was confirmed. This device lot has been manufactured with the addition of the retention rib to prevent the detached half of the c-ring from dislodging into the patient. Specific actions related to this failure are managed in our CAPA system.

Event description:
We are not yet sure what happened. We are waiting to speak with the pa who used the device to harvest vein so that we can get the full story.